Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the flowcell was obstructed with dust and cleaned the flowcell, which resolved the erroneous differential results.

Event description:
The customer reported a coulter lh 780 hematology analyzer generated incorrect differential results for five patient samples. Suspect messages had been generated for three of the five patient samples. The results were determined to be incorrect when compared to a morphological slide review. Erroneous results were not reported out of the laboratory and there was no impact to patient treatment in connection with this event. Morphological slide review results were reported from the laboratory. The customer provided printouts of the erroneous results for review; correct results from the morphological slide review were not provided.